Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Review of the transmission revealed a premature decline in the battery life of the implantable cardioverter defibrillator (ICD). No intervention was done. The patient was in stable condition.